Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Here was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The replaced part has been returned to the manufacturer for investigation.

Event description:
Manufacturer's reference #: (B)(4).